Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg has reached its end of service. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.